Event description:
It was reported that the system had a filament error. This error occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver board was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.